Event description:
Pt's mother had breast implants placed 1/16/80. Biopsies were done on tissue samples. A medical professional confirmed silicone in mother's lymph nodes under arms, shoulders and under breast. She had numbness in the surgical area and bleeding through envelope. Implants were intact. She had 2 bilateral capsular contractures and 2 open capsulotomies. Pt has chronic bladder/urinary infections, peripheral neuropathy, demyelinating neuropathy, carpal tunnel syndrome, anxiety &/or depression, organizational diffuculty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, chest/rib cage: pain &/or burning sensation, elevated cholesterol or triglicerides, dry eyes, thyroid problems, chronic pain and heat sensitivity, frequent low grade fever, irritable bowel syndrome, infertility, polycystic ovarian problems, substantial hair loss not connected with medication, frequent migraines/severe headaches, hypersensitivity to: chemicals, molds, dust or pollen, unusual chronic infections, lupus, atypical lupus, joint inflammation, swelling, pain/arthralgia, rheumatoid arthritis, chronic swollen lymph nodes/lymphadenopathy, under arms, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, fibromyalgia, unexplained rashes, sun sensitivity, numerous moles, freckles, etc, chronic insomnia, non-restorative sleep, long-term extreme fatigue, clumsiness/drops things, misjudges distance/runs into objects, and sicca.(*)